Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm was determined to be air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. The product labeling was reviewed and determined to be adequate for instructions to reconnect and continue therapy after disconnection for dwell. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. This medwatch was initially attempted to submit on (B)(6) 2010, however, since the (B)(6) was not operational due to a power outage, this medwatch is being resubmitting on (B)(6) 2010.

Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 alarm (air in line) with the homechoice (hc) machine during drain 3. The technical service representative (tsr) explained to the home patient (hp) that the 2240 alarm indicates that a large amount of air has entered the cassette. The hp disconnected from the hc during dwell and did not return prior to dwell ending. The tsr advised the hp will need to start over with new supplies or do manual exchange. The hp will do a manual exchange. Baxter product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.